Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory revealed a non-sustained ventricular tachycardia (nsvt) episode due to noise on the implantable defibrillation lead. The noise was oversensed resulting in pacing inhibition for less than two seconds. Subsequently, the patient presented to the hospital with continued noise and oversensing that resulted in greater than 2 seconds of pacing inhibition. The patient was pacemaker dependent. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.